Event description:
Anesthesiologist reports "spinal placed for c-section. Delayed onset of anesthesia, once it was set up, spinal was patchy and patient required extra pain medicine to get through the surgery". Anesthesia start time 13:05, pt received 1.6 ml spinal bupivacaine 0.75% between l3-l4 and 200 mcg spinal morphine. At 13:25 patient received 100 mcg of fentanyl IV; at 13:30 an additional 50 mcg fentanyl IV, and 13:35 50 mcg fentanyl IV. (200 mcg total).